Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's left hip was replaced by (B)(6) 2008. The operative report shows that this is a pinnacle 100 series, 50mm outer diameter titanium cup with a pinnacle metal insert, a size 3 standard offset summit tapered stem with a dual fixed ha coating, and a 36mm +1.5 cobalt chrome femoral head. This placed via a direct lateral approach. The hip started to become painfull laterally in (B)(6) of 2018 and in the groin in the spring of 2019, aggravated with activities. Pain x-rays of the hip show a well=positioned acetabular component which is osseoiintegrated with a 36 mm metal on metal bearing and a summit stem, which is in slight varus but the stem is well osseointegrated. A metal suppression MRI of the left hip was obtained on (B)(6) 2018 showed some fluid in the joint and some fluid in the trochanteric bursal area. She also developed a notable tremor of the ulnar digits of both hands in 2018. She also noted in 2018 that she had poor balance and reduced pain tolerance. In 2016 she noticed short-term memory issues and poor mood and fatigue. In 2017, she noticed numbness and tingling of hands and feet. In 2018 she noticed tinnitus and deafness. In the same period oftime, she had noticed difficulty with vision at night with flashing lights. On (B)(6) 2019, serum/plasma cobalt level was 4.5 mcg/l. On (B)(6) 2020, blood cobalt level was 3.9 mcg/l and her urine cbalt level was 5.8 mcg/l. Her fdg pet brain scan analysis was notable for general and focal hypometabolism consistent with chronic toxic encephalopathy. Due to these compounding symptoms and rising cobalt levels, she elected to have the left hip revised on (B)(6) 2020. The stem was sound and was in 15 degreees of anteversion, the trunnion and head bored showed gross corrosion. There was no lysis about the femoral component. Posterior capsule was intact, anterior capsule was thickened with armd, abduction tendons were intact. Intraoperative frozen section showed no ai. Fluid from the left hip was collected and sent for cobalt level, and those results are still pending. The acetabular components was in 45 degrees of abduction and anteverted about 20 degrees. It was not loose and there was minor lysis. It was rvised to allow for use of a 36 mm ceramic head. The depuy no hole 50 od socket, 36 mm ID cobalt chrome liner and 36 mm +1.5 cobalt chrome head were removed and replaced with depuy pinnacle multiple hole 52 od with 4 dome screws. Altrex neutral 36 ID socket liner and a 36 mm +1.5 mm length delta ceramic option head. Doi:(B)(6) 2008. Dor: (B)(6) 2020. Left hip.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: e1, h6 (device).